Manufacturer narrative:
The investigation was completed on 07-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31513044l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. During an internal review on 10-may-2025, noted a correction to the h6. Health effect - impact code under the 3500a initial. It was reported as ¿recognised device or procedural complication (f15)" and should have been processed as "surgical intervention (f19)". Therefore, updated this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and suffered a cardiac tamponade which required a pericardiocentesis. After the pulmonary vein isolation (pvi) ablation was completed, the patient¿s blood pressure gradually decreased in the 50¿s, and body surface echocardiography revealed cardiac tamponade had occurred treated with pericardiocentesis (details of data and volume are unknown). After drainage, the blood pressure increased gradually when the patient left the room. During right pulmonary vein (rpv) ablation, the blood pressure stabilized by drainage and the procedure completed. Physician's assessment regarding health hazard was non-serious (moderate/mild), and the relationship between the event and the product were that multiple attempts of additional ablation for residual potentials within pv might have caused the event. No extended hospitalization. Prior to the event, rf needle used for atrial septal puncture, and ablation performed before cardiac tamponade confirmed. Irrigation catheter¿s flow rate setting: during ablation 35-45w, 30ml/h. Method of cf monitoring was real-time graph, dashboard, vector, visitag, and color setting of visitag: tag index. There were no abnormalities observed prior/during the use of the product. Information received indicated the event occurred during use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was procedure due to additional ablation for residual potentials within pv performed several times, which might have caused the event. The patient did not require cardiac surgery. During the procedure, for each area one catheter exchange. Prior to noting the pe, the patient received ablation without steam pop noted. The outcome of the adverse event was improved.

Manufacturer narrative:
During additional review on 24-jun-2025, reassessed the h6. Health effect - impact code from surgical intervention (f19) to recognised device or procedural complication (f15). Therefore, corrected this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).